Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the patient goes well, there is no additional problem.

Manufacturer narrative:
Product analysis: visually and optically confirmed one of the head gripper components are broken off the instrument tip. The broken off component is cracked and bent outward, consistent with bend stress overload. The above observations are consistent with bend stress overload as the mechanism of failure.

Manufacturer narrative:
(B)(6). (B)(4). Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event.

Event description:
It was reported that, intra-op, after several tries and manipulations one extender had a breakage. No fragments of the instrument remained in the patient. Product came in contact with the patient. Patient complications were unknown.